Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife stated that the customer was hospitalized for high blood glucose levels with a reading of 568 mg/dl. The wife stated that the customer is a brittle diabetic and he normally has high blood glucose levels, but on the day of the event, his blood glucose levels were not coming down after giving correction boluses. The wife stated that the doctor wanted the insulin pump replaced because the buttons are not responding properly. Nothing further was reported.